Event description:
Plaintiff (pt) underwent shoulder surgery in 2006. The surgeon allegedly placed a breg pain management infusion pump device into the shoulder joint and pt used it post surgery on a continuous basis for up to 72 hours or more. As a result of his use of the device, pt alleges severe loss of cartilage of his right shoulder, resulting in loss of range of motion, loss of functional use of his arm and severe and permanent pain and suffering. At this time, there is no info available about the pt's medical history or condition and the details of the surgery performed.